Event description:
It was reported that the aiming beam was misaligned and was firing in the incorrect direction. The issue comes from the arm and there is a loose part. There was no patient involvement.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse stated that the articulated arm was defective requiring replacement. The fse ordered another arm and replaced it. During the testing, the fse noticed the alignment was off. The fse performed further testing. The laser console passed full functional and electrical safety testing, and now works as intended. The articulated arm was returned to our quality assurance laboratory. Upon receipt, visual analysis did not identify any abnormality as it was returned in overall good physical condition. The arm swivels and bends with no issue. The arm locks in place when the lock button was pressed and released as intended when the button was unlocked. The tubing was secured to the body of the arm. The lens looks good and clear. According to the available information, even though analysis did not identify any abnormality with the arm, the fse confirmed the arm was defective and needed replacement. Based on the analysis results and available information, the reported clinical observation was confirmed as replacing the arm resolved the issue. It is likely that the malfunction found could have affected the device performance leading to the reported event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the aiming beam was misaligned and was firing in the incorrect direction. The issue comes from the arm and there is a loose part. There was no patient involvement.